Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the device encountered calcification at the access site inhibiting both the foot opening and a full capture of the vessel. The patient effect of hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a small bore sheath. Reportedly, resistance with the footplate was felt upon initial deployment. The physician repositioned the device and successfully deployed the footplate and suture. While securing [tightening] the suture, it came loose and was removed from the anatomy. Manual compression was applied and blood transfusions were used to manage blood loss. A covered stent was used contralaterally to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.